Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during use, the screw of the twinfix ultra broke while it was being twist in. Surgery was resumed, using a back-up device instead, however, it is unknown if there was any delay. No further complications were reported.

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer specifications found that the storage protocols, material specifications, and material tests were appropriately documented. A review of the customer provided image finds the complaint device with the suture thread and anchor separated from the insertion device. The image quality is low and no fracture is visible. A smith+nephew product box is also shown. This case reports the breakage of the twinfix ultra anchor and it is unknown if the broken pieces were retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The twinfix ultra anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.